Event description:
Attorney alleges that the patient underwent surgery for the implant of an unspecified bard/davol composix e/x on (B)(6) 2007. As reported, the patient is making a claim for an adverse patient outcome against composix e/x. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with incarcerated umbilical hernia thereby underwent open repair with implant of composix e/x mesh. Per operative notes, ¿an intra-abdominal incision was made into the umbilical region. The hernia sac was dissected out. A composix e/x mesh was placed into the umbilical region and secured it with sutures.¿ (B)(6) 2011 ¿ patient was diagnosed with seroma, adhesion, hernia recurrence, thereby underwent open repair with explant of composix e/x mesh and primary hernia repair. Per operative notes, ¿a midline incision was made through previous umbilical incision site. The hernia sac was dissected out. There was some serosal fluid present into the umbilical region, which was drained entirely. Multiple adhesions were present which were taken down sharply. Previously placed old mesh was excised entirely. The defect was closed with sutures primarily.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the product identifier. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of an unspecified bard/davol composix e/x on (B)(6) 2007. As reported, the patient is making a claim for an adverse patient outcome against composix e/x. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.